Event description:
It was reported that the ilet device's luer connector fractured and the connector and cartridge became lodged in the pump, after which the family removed the connector using pliers and resumed delivery with new supplies. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl. Outcomes included no alerts or alarms reported and no medical intervention or hospitalization. Investigation included troubleshooting and education with the family. Investigation of this case revealed that the connector had cracked and that the user cosmetically scuffed the cartridge chamber while removing the stuck parts, with no subsequent issues reported during supply changes. It was concluded that the event involved a cracked luer connector with user-assisted removal, and that continued monitoring was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.